Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the customers complaint was not confirmed. The internal part of the device was inspected visually and found no evidence of visible foam degradation.

Manufacturer narrative:
This device remstar plus c-flex was manufactured on 09/22/2011 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.